Event description:
(B)(4). Starting the beginning of (B)(6) 2016, I started having non-cycle bleeding. Bright red with clots after sex and when I walk or sit for long periods.

Event description:
(B)(4). When the essure device was first implanted I had severe abdominal pain. The when the hsg test was done I had severe bleeding with blood clots for a month and a half. After that I didn't have a cycle for a year. I now have painful orgasms, weight gain, nausea, vomiting.